Event description:
Nurse reports pt was hospitalized for elevated blood glucose and dka.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within required specs at the time of release. Insulin pump therapy was resumed during the hospitalization, and the pt has continued to use the pump with no reported subsequent events. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/03/2015 with the following findings: no data from the time of the reported event was available due to continued use of the device. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A delivery accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.